Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (hse) was dispatched: the fse identified possible contamination in the ise system. The fse performed ise decontamination and replaced the carbon bridge. A clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for twenty patient samples. The results were reported out of the lab. When the trend was noticed, samples were re-tested and repeated results were higher. Amended reports were sent. Patient treatment was not initiated or withheld based upon the false results reported.